Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this system with a non-boston scientific epicardial right ventricular (rv) lead and a cardiac resynchronization therapy pacemaker (crt-p) showed a low level noise on the rv channel. It was determined that it was the minute ventilation (mv) sensor signal. The mv signal is not being over-sensed as the noise amplitude is under the sensing threshold. Technical services (ts) discussed there was one episode of noise that was over-sensed on the rv lead. No isometrics or pocket manipulations were completed. Also, the ra lead showed over-sensed noise that has been observed in the past. According to the sales representative, the patient did not experienced asystole. The episode was from the day that the patient had a c-section. It was over-sensed electrocautery. Currently, the patient is being monitored for further symptoms. The system remains in service. At this time, the device sensing programming has not been changed. No adverse patient effects reported.

Event description:
It was reported that this system with a non-boston scientific epicardial right ventricular (rv) lead and a cardiac resynchronization therapy pacemaker (crt-p) showed a low level noise on the rv channel. It was determined that it was the minute ventilation (mv) sensor signal. The mv signal is not being over-sensed as the noise amplitude is under the sensing threshold. Technical services (ts) discussed there was one episode of noise that was over-sensed on the rv lead. No isometrics or pocket manipulations were completed. Also, the ra lead showed over-sensed noise that has been observed in the past. According to the sales representative, the patient did not experienced asystole. The episode was from the day that the patient had a c-section. It was over-sensed electrocautery. Currently, the patient is being monitored for further symptoms. The system remains in service. At this time, the device sensing programming has not been changed. No adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.